Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrent with repair of cystostomy and repair of rectal laceration on (B)(6) 2007 due to prolapse, and urinary frequency and mesh was implanted into the patient. It was reported that following insertion the patient experienced erosion of mesh, pain, bleeding, urinary frequency and pressure in vagina, pelvic organ prolapse and recurrent infections. It was reported that patient underwent mesh removal on (B)(6) 2008 and (B)(6) 2012 on this date also had vaginal reconstruction by implanting surgeon due to erosion. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.